Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they had been going up and down with the stimulation and they still felt stimulation in their bicycle seat. Patient said their doctor had told them their brain would get used to the stimulation and eventually they wouldn't notice stimulation but they still noticed it and it was annoying. Patient said not painful or uncomfortable but annoying. Patient said they had been on program 3 but changed to program 1 just to try it outand they still felt the stimulation especially when they layed down. Agent reviewed information about positional stimulaton and reviewed info about therapy and adjustments. Patient said program 1 had worked for them so they changed back to program 1. After agent reviewed information patient did not feel as though they had an issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36vp2 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they wondered if they're supposed to feel the lead vibrating a lot and it's annoying when they lie down. Reviewed stimulation expectations and the option of turning the stimulation down if they feel it's too strong. The patient said they'll try lowering it and see if that helps. Redirected to healthcare provider (hcp) if issue persists.